Event description:
Boston scientific received information that approximately 7 weeks post-implant, this right ventricular (rv) lead was explanted and replaced due to observations of noise, oversensing, a high pacing threshold and possible lead damage which was reported at the revision procedure. Aside from the explant procedure, no specific adverse patient effects were reported.

Manufacturer narrative:
Visual inspection noted the trilumen insulation was abraded through to the rate/sense conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited and the information reported with the lead, it was concluded that the damage likely was caused by lead entrapment in the clavicle-first rib region.